Manufacturer narrative:
Review of the device history records indicate 23 devices were manufactured and accepted into final stock on 05-may-2006 with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "x3 post broke [while patient was on an exercise bike] and we had to revise it to a ps n2vac insert". Rep reported that no further information is available due to hospital policy.